Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the plunger case was broken off and timing plate springs were missing. The liquid crystal display was damaged. During inspection of the device, the reported problem was duplicated. The root cause of the reported issue was found to be impact caused by the customer. Replaced broken and missing parts of the plunger head. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the plunger was not working. No patient injury was reported.